Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issues was due to patient anatomy, most likely due to patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a (B)(6) male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that an impella 5.5 pump was unable to advance through the point of anastomosis during attempted delivery. The implant was subsequently aborted and the patient was later placed on extracorporeal membrane oxygenation (ECMO) for support. There was no patient harm.